Event description:
It was reported that the atrial lead was explanted due to pocket erosion and infection. The patient's condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5145416.